Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor resets) was confirmed. The database error was caused by a corruption of a non-critical sector of the flash programming, which resulted in the inability to perform detect and treat testing with patient flags on the monitor. After reprogramming the monitor, the auto test and patient download were successful. Patient protection was not affected. The root cause for corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing resets.